Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that bays 1, 2 and 3 of the device would not work. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that bays one, two and three did not work on the battery charger device. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.